Event description:
According to the available information, during replacement of the device for an issue related to the cylinder set/ tubing, a malfunction of the reservoir was noted. The glue seemingly failed. A picture of the device shows the lockout valve separated from the reservoir bladder.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.